Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on 02jan2024, it was confirmed that a replacement battery had been installed in the device, but the issue was not resolved. The investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024 to obtain confirmation of the customer attempting to replace more parts to resolve the issue or confirmation of the customer decommissioning and leaving the device out of service. No response or further information was received from the customer, so the final disposition of the device cannot be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was alarming constantly and would turn itself back on. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that when the device is turned off, it will turn itself back on and alarm. When the battery is removed from the device, the issue could not be duplicated. The rse recommended to the customer to replace the battery to resolve the issue. The customer acknowledged and stated they would order a replacement battery with the provided battery part information. This investigation is ongoing.